Event description:
It was reported that the bd maxplus¿ pressure rated extension set with removable needleless connector would not flush saline through the tubing due to blockage. The following information was provided by the initial reporter: "in same day cardiac surgery - prep was being done for a procedure. Bd maxplus extension set would not flush. Even with extra force, saline would not flush through the tubing. Extension set removed and another one used... Did the event interrupt the administration of any medication, or cause a clinically significant delay in medication, that negatively impacted the patient?... Did not impact patient that we know of"

Manufacturer narrative:
H6: investigation summary no product or photo was returned by the customer. The customer complaint that set would not flush could not be verified due to the product not being returned for failure investigation. A device history record review for model mp5303-c lot number 22089414 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this due to no sample being received, an investigation could not be performed and a root cause could not be determined. H3 other text : see h10

Manufacturer narrative:
E.4. FDA notified?: the initial reporter also notified the FDA via medwatch # (B)(4). H.3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd maxplus¿ pressure rated extension set with removable needleless connector would not flush saline through the tubing due to blockage. The following information was provided by the initial reporter: "in same day cardiac surgery - prep was being done for a procedure. Bd maxplus extension set would not flush. Even with extra force, saline would not flush through the tubing. Extension set removed and another one used... Did the event interrupt the administration of any medication, or cause a clinically significant delay in medication, that negatively impacted the patient?... Did not impact patient that we know of".

Manufacturer narrative:
Added medwatch number to h10 number.

Event description:
No additional information.